Event description:
Independent repair center: alarming or red light. Key failure is pe valve leaking. Additional malfunctions are the power switch has a short circuit, the filter for the sound box is missing, and the o-ring for the manifold and tie straps for the sieve beds are defective.